Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. This event occurred 2 times. Report 6 of 7. The following information was provided by the initial reporter. The customer stated: "blood samples taken from mothers' arm, the vacutainer tubes arrive at the facilities to be centrifuged. When performing this process, the tubes have a tampon that rises to assure the quality of the sample (gel barrier). The alleged tampon is not rising at the time of the centrifugation process, so the blood clots, making it difficult to manage the results of the samples."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was poor barrier separation of sample. This event occurred 2 times. Report 6 of 7. The following information was provided by the initial reporter. The customer stated: "blood samples taken from mothers' arm, the vacutainer tubes arrive at the facilities to be centrifuged. When performing this process, the tubes have a tampon that rises to assure the quality of the sample (gel barrier). The alleged tampon is not rising at the time of the centrifugation process, so the blood clots, making it difficult to manage the results of the samples."